Manufacturer narrative:
Customer did not provide serial number. Device repairs for implementation of field change order (B)(4).

Event description:
The complainant reported that the philips intellivue information center (piic) ix reboots while attempting to discharge a patient. This issue can only occur when the piic ix system date is (B)(6) 2018 or later. No adverse patient effects experienced. No adverse patient effects experienced due to this event.

Manufacturer narrative:
.

Manufacturer narrative:
Manufacturers report was incorrectly reported in as 5 day and should have been reported as 30 day initial. .